Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to pacing impedance measurements high out of range. Technical services (ts) reviewed and provided troubleshooting options. The rv lead is not a boston scientific product and it was stated to be fracture. This crt-p remains in service. No adverse patient effects were reported.